Manufacturer narrative:
Concomitant medical products: product ID: fa37742, serial# (B)(4), product type: programmer, patient. Product ID: 3587a, lot# l57058, implanted: (B)(6) 1999, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. The patient¿s stimulator hadn¿t worked in 3 years. The patient did not feel the stimulation at all and it was ¿like it shut down all the way.¿ the cause of the event was determined and it was related to the device. The patient had not used the system since 2012. Reprogramming was not needed. The patient would be scheduled for surgery for a battery replacement. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
It was reported the patient¿s implant wasn¿t working. The reporter was unsure of when it stopped working, when the patient last felt stim, and when the patient last charged. It was reported the patient was not able to charge.